Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 2 bd pen ndl 32g 4mm pro had cover attachment issues. The following information was provided by the initial reporter : the customer reported that the outer cover used for recapping was loose.

Event description:
It was reported that 2 bd pen ndl 32g 4mm pro had cover attachment issues. The following information was provided by the initial reporter : the customer reported that the outer cover used for recapping was loose.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 9/8/2021. H6: investigation: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No.320559. Visual examination and a functionality test was carried out on returned sample and photos and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed on the returned samples therefore no root cause can be identified.